Manufacturer narrative:
A complaint review determined the reportability assessment was processed with an error. The device was removed due to the interaction of another device from the patient. Therefore, causing the event to become reportable. Upon discovery, the processor was required to review the complaint details to update the reportability assessment. Hence, allowing the system to generate the system record for submission.

Event description:
Implant had driver fracture inside.